Event description:
It was reported that a pump was alarming no disposable. Silenced, reviewed settings and closed clamp. Removed the cassette and gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and opened clamp. Started the pump. Pump is running. There was no patient injury reported. Additional information was reported that a pump is alarming no disposable. Silenced, reviewed settings and restarted the pump. Pump is running.

Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. Operator of device and initial reporter also sent report sent to FDA are unknown.